Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The probnp reagent lot number was 74750701 with an expiration date of 31-jan-2025. The troponin t reagent lot number was 74311201 with an expiration date of 31-jan-2025. The field service engineer found there was excessive foam in the procell cup. He flushed and decontaminated the procell line and performed a system volume check. A precision check was performed with results within the guidelines. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 6000 e601 module. Patient 1 initial elecsys probnp ii result was 391.9 pg/ml and the repeat result was 770.8 pg/ml. Patient 2 initial elecsys troponin t gen 5 stat assay result was 10.32 ng/ml and the repeat result was 15.47 ng/ml. The repeat results were believed correct.